Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of interference with an implanted vagus nerve stimulator (vns) device could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jun2021. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C contains warnings in the introduction, surgical procedures, and patient care and management sections that the pump may cause interference with icds (implantable cardioverter defibrillators). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Prior to implanting an ICD or ipm (implantable pacemaker) in an hm3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. If the patient received a heartmate 3 and has a previously implanted device that is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had an aspire sr106 vagal stimulator that was turned off prior to left ventricular assist device (lvad) implant. The vagal stimulator was not able to be turned on as it would not respond. It was noted that this was possibly due to potential electromagnetic interference from the lvad pump as the device was implanted very close to the pump and was magnetically activated. The site determined that the stimulator would not be used and if need arose for it, the device would be either moved or activated with the pump off.